Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with readings of "366mg/dl" on the lfs meter compared to "88mg/dl" on a ot ultra meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.